Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which severity ratings for certain issues were revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During walkmed infusion's product evaluation of the pump, the device was found to fail the "air in line" test. Further product evaluation of the pump attributed this failure to the main board. The root cause of the main board damage was attributed to the customer's failure to maintain the device. The pump was originally returned to walkmed infusion as the device allegedly failed a delivery accuracy test. Parameters for the delivery accuracy test were not provided.